Event description:
A hospital in japan reported a patient was being treated for a clavicle diahyseal fracture. The surgeon inserted a 2.7 locking screw using a driver with torque limiter. The surgeon did not hear the final click tightening the screw and was unsure if the screw was tightened correctly. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.